Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid (6 mg/ml at 0.68 mg/day) via an implanted pump. It was reported that the patient had increased pain, nausea, vomiting, and headaches, and at the last pump refill, there was a volume discrepancy of expected versus actual in the reservoir. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient reported rapid weight loss and stated that they noticed their pump flipping out of place afterwards. The patient stated that it often would flip positionally and cause pain in the pocket and they believed it had been flipping for months. A dye study was performed on (B)(6), and the pump was found flipped upside down on initial x-ray. The physician manually flipped the pump back into place before accessing the cap (catheter access port). Once accessed, the physician was unable to aspirate anything from the cap. Surgical intervention/revision was planned but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the healthcare provider had no further information to provide regarding the event.